Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1363 / FDA-2014-n-0736-0015, awareness date 03-oct-2015 ). It refers to a female consumer of (B)(6) in united states who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2008 for permanent birth control. Consumer reported that she had experienced cramping, sharp/stabbing pelvic pain, abnormal menses, period stops, ovarian cysts, uterine cysts, constant spotting, discharge (odor / no odor), endometriosis, hot flashes, cervical cancer / dysplasia, polycystic ovarian syndrome, uterine fibroids, uterine inflammation, uterine infection, excessive bleeding during period, painful ovulation, night sweats, loss of libido, hot flashes, spotting after sex, painful periods, painful intercourse, bleeding between periods, incontinence, long menstrual cycles, urgent / frequent urination, swelling / inflammation of the cervix or vagina, itching, burning, stinging, stabbing of vaginal entrance,breast pain / tenderness, abdominal spasms / twitching / fluttering. Pain in back, joint, chest, leg, breast, neck, spine, left hip, chronic pelvic pain and all over body aches / pain. Nausea, vomiting, gas, constipation, diarrhea, severe bloating, metallic taste in mouth, bowel issues (chronic constipation / severe diarrhea). Headaches, dizziness, numbness, brain shocks - brain fog- cloudiness, forgetfulness, anxiety / panic attacks, mood swings, depression (sadness / suicidal thoughts), diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), numbness / tingling in extremities (hands/feet). High blood pressure, unexplained / easily bruising, elevated blood counts, border line type 2 diabetes. Autoimmune disorders, chronic fatigue. Chemical and food sensitivities, metal allergies (nickel), heightened allergies, hives, rashes, cysts, boils, acne, skin irritation / itching. Heart palpitations, coils/device issues, perforation of the tubes by the coils, coil migrations. Swelling of legs or feet, hair growth in new places, insomnia, weight issues (gain), .adhesions (scar tissue in abdomen), unexplained fevers, muscle spasms, vision problems (floaters, blurred vision, decreased vision), excessive sweating, dry skin / hair / eyes. On (B)(6) 2015 she had a hysterectomy performed at the age of (B)(6) as it was the only way out of these horrible daily occurrences. She still deals with some of these issues to this day. Product technical complaint (ptc) investigation result received on 20-oct-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had perforation of the tubes by coils/coil migrations (interpreted as fallopian tube perforation), cervical cancer, uterine infection, depression with suicidal thoughts (interpreted as depression suicidal) and autoimmune disorders. She had a hysterectomy approximately 7 years after essure insertion. These events are serious due to their medical importance. The fallopian tube perforation and uterine infection are listed while the cervical cancer, suicidal depression and autoimmune disorders are unlisted events in the reference safety information for essure. In this particular case, limited information was provided. The temporal relationship between all the events and essure is not clear. However, considering a probable compatible temporal relationship, the localized action of essure inserts in the fallopian tubes and nature of these events, the causal relationship between essure and fallopian tube perforation and uterine infection cannot be excluded. However, the cervical cancer, suicidal depression and autoimmune disorders are unlikely to be caused by essure inserts. This case is regarded as incident since a device removal was required (implied). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.